Manufacturer narrative:
The aware date of the initial information received was 18 sep 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had the following issues; far field r-wave (ffrw) oversensing, polarity switch and lead impedance warning. The lead remains in use. No patient complications have been reported as a result of this event.